Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had an occlusion that mostly occurred during a cassette change. In addition to the main problem, it was also stated that it was necessary to turn the pump off and on and start a new patient several times to get the occlusion clear¿ was confirmed through event history log (ehl) inspection. The cause of the reported issue was a faulty downstream occlusion (dso) sensor. The dso seal, dso sensor and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had an occlusion that mostly occurred during a cassette change. The reporter also stated that it was necessary to turn the pump off and on and start a new patient several times to get the occlusion clear. The pump indicates: occlusion in line to patient and there have been no changes or updates to these pumps. Event occurred while used in patient, and no harm occurred as a result of this event.